Manufacturer narrative:
June 03, 2015, to this date, the consumer has not returned samples of the product from the box that was used. F/u report to follow with results of returns, if the consumer provides product.

Event description:
(B)(6) 2015: the reporter stated the device caused her daughter (end user) scabs. It left scabs on her daughter's arm and leg where the bandages were.